Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 200 mg/dl. Water and electrolytes were consumed. Boluses via pump were used to address bg. Customer alleged pump was not delivering insulin. Pump system check was performed. No device issues were identified. Customer continued to allege pump was not functioning. Upon follow up, customer's healthcare provider reported that customer's diabetes management issues would not be resolved with a pump replacement and they are working with the customer.